Event description:
Customer reported that insulin pump is cracked at the reservoir compartment and the black o ring is missing. Customer noticed the damage while changing her infusion set. Customer stated that the insulin pump fell off her pants and while swinging it hit something in her bathroom. Blood glucose value was 137 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had a broken reservoir tube lip, cracked reservoir tube and tube window, minor scratches on the display window and cracked battery tube threads. The reservoir tube o-ring was not missing.